Event description:
It was reported that during an interventional procedure, during pre-dilation, an otw trek balloon delivery catheter was advanced, inflated to 14 atmospheres, pulled negative with deflation, and there was resistance felt with removal with the balloon and an unspecified guide wire. The otw trek balloon pulled the unspecified guide wire back slightly, but was able to be removed from the unspecified guide wire. The same unspecified guide wire was adjusted in the patients anatomy and used to complete the procedure. Reportedly, this same occurrence has been found with the same otw trek balloon delivery catheter in the past. There was no adverse patient effect or no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.